Event description:
Pieces of the tampon got stuck inside of me- vagina [foreign body in reproductive tract] pieces of the tampon (got stuck inside of me)- tampon [device breakage] case narrative: consumer reported via phone that pieces of the tampon got stuck inside of her. No serious injury reported.

Manufacturer narrative:
Product investigation is in progress.

Manufacturer narrative:
Product investigation is in progress.

Event description:
Pieces of the tampon got stuck inside of me- vagina [foreign body in reproductive tract] , pieces of the tampon (got stuck inside of me)- tampon [device breakage] . Case narrative: consumer reported via phone that pieces of the tampon got stuck inside of her. No serious injury reported.